Manufacturer narrative:
(B)(4). Investigation summary: the device was returned along with two pictures. One picture shows the proximal part of a green reload from the top view where some staples can be seen protruding. The second picture shows the jaws of a device with a green reload loaded. The jaws are opened and some staples can be seen protruding. The device analysis found that one ec60a device was returned with no apparent damage and with two ecr60g cartridges reloads present. The cartridge (b) was received partially fired 1/16. The cartridge (c) was received unfired with 9 single drivers and 12 double drivers missing making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from he proximal end. The returned device and cartridge reload (b) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the lobectomy procedure, after installed the reload, removed the retaining cap, found the staples protruding. Changed to another reload, could not close the jaw. Removed the reload, closed the jaw with big force. Considering safety, another device was used to complete the surgery. There were no adverse consequences to the patient.